Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was reported as due to fungus. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified drugs for the event. Dianeal therapy was withdrawn during treatment. At the time of this report, the patient was recovered from the peritonitis. No additional information is available as the reporter declined follow up.